Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's wife called the on call center asking that the on call coordinator troubleshoot a low battery issue for her husband who is in the alaris health care facility. The on call center asked that she contact (B)(6), the center at which her husband was implanted and have them call the coordinator to work on the issue. The patient was brought back to the implanting center. Log files were sent. The alarms resolved once the controller was exchanged. The patient was then monitored for 24 hours and discharged without reoccurrence of the alarms. It was reported that the patient was in the rehab center. Controller alarmed "low battery" and "replace power" while the patient was on battery power. The hospital believed that the problem may be an issue with the white power cord of the controller. The problem resolved when the patient was reconnected to the power module (pm). The patient received new batteries and battery clips. The alarm seemed to resolve for a few days but then returned. It was reported that the patient had low battery red heart alarms with speed drops when connected to batteries. The log file captured several low voltage hazard events throughout the log file while using the patient cable. Low voltage hazard events were also captured while on battery power. It appeared that the black power lead on the controller was having some issues maintaining voltage. Technical support noted many odd voltages. Technical support recommended checking the pins in the connector of the black lead to see if any were bent or broken or otherwise broken. Technical support reported that a controller exchange may be needed if the patient can tolerate a pump stop. No speed drops noted below the low limit of 8800 revolutions per minute. Technical support also requested the serial number for the controller. The patient's controller was exchanged and the alarms resolved. The controller serial number has worn off the controller and was unavailable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms was confirmed via the submitted log file (B)(4). The submitted log file contained approximately 4 days of data ((B)(6) 2020 per the timestamp). The log file captured atypical power cable disconnect, low voltage advisory, and low voltage hazard alarms that were caused by atypical rsoc voltages while connected to 14v batteries and associated with battery gauge faults. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The pump maintained a speed above or equal to the low speed limit throughout the log file. The system controller was not returned for evaluation. The root cause of the reported event could not be conclusively determined. A request for additional information was made to determine if the system controller would be returned for analysis and to obtain the serial number of the system controller associated with the event. Vad coordinator provided the following information, ¿we were able to successfully change his controller and the alarms have not reoccurred. Unfortunately, the serial number has been worn off the controller, so we do not know the serial number. The system controller will not be returned for further analysis.¿ as the system controller associated with the event is unavailable for evaluation, this complaint file will be closed with no further actions. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) cover all alarms (visual and audible), including the low voltage advisory and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook describes how to care for and clean all equipment, including the 14v battery clips, 14v batteries, and system controller power cable connectors. Another section provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries, and inspecting the system controller power cable connectors for dirt, grease, or damage. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.